Event description:
It was reported that the customer¿s care team experienced difficulty pairing a dexcom g7 sensor to an ilet pump, with a pairing failure noted before the system subsequently began displaying glucose readings on the pump without further assistance. Symptoms included no reported clinical effects. Outcomes included no reported alerts, alarms, or medical interventions. Investigation included troubleshooting and education performed by support personnel. Investigation of this case revealed that the issue was transient and resolved with no responsible device identified and no persistent malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce or isolate a device-specific fault.